Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow blocked alarm. The customer¿s blood glucose level at time of incident was 280 mg/dl and the current blood glucose level was 424 mg/dl and treated with bolus. Customer reports the no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The drive support cap appears normal. The customer also reported that there were multiple air bubbles near the top of the reservoir. The approximate size of air bubbles was quarter of an inch. Customer states the insulin exited. Troubleshooting was performed for no delivery and high blood glucose. The insulin pump and the reservoir will not be returned for analysis.